Event description:
It was reported that a revision surgery was performed due to dislocation of the constrained liner.

Manufacturer narrative:
Visual inspection of the returned devices shows damage and scratches that are typical of explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The evaluation revealed visible damage on the outer liner in the form of various gouges and marks potentially caused during removal of the liner. Portions of the rim of both the outer and inner liners were deformed. This was most likely caused by impingement of the femoral stem with both liners in vivo. Tissue growth was visible on the bone-interfacing surface of the shell. The reported dislocation could have potentially been caused by the possible impingement. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.